Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the operating room staff called after a procedure to report insufflator errors during the case. The customer reported a message indicating that the insufflator could not be used, and the insufflator was flashing red. The customer attempted to resolve the issue by rebooting the system multiple times, but the error continued. Ultimately, the customer chose to use their third-party insufflator to complete the procedure. System logs indicated 33002 errors for the insufflator. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
This unit was returned for failure analysis, and the reported 'insufflator errors' were confirmed and replicated. Upon visual inspection, no issues related to the reported event were found. The unit was installed onto a known good in-house system and powered on, resulting in error 2001. From these findings, failure analysis could not determine the root cause of the issue. The unit will be returned to the OEM for potential repair.